Event description:
It was reported that a user of the ilet pump experienced prolonged hypoglycemia with a lowest continuous glucose monitoring value of 51 mg/dl, accompanied by multiple low glucose alarms and treatment with oral carbohydrates. Symptoms included low blood glucose with urgent low and low-soon alerts. Outcomes included recovery with carbohydrates and continued monitoring, with the user in range at the time of the call. Investigation included review of synced device data, alarm history, user-reported circumstances, and confirmation that the ilet body weight setting was updated and exercise was not a factor; the user¿s target range had been set lower throughout the day and was adjusted by clinical medical liaison. Investigation of this case revealed no device malfunction and identified an unclear cause; potential contributors considered included a low target range and possible alcohol use, while recent supply changes, external insulin, and acute illness were not reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.